Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that they had low blood glucose levels within the range of 50 to 70 mg/dl. They treated with food. Their current blood glucose was 76 mg/dl. The drive support cap appears normal. Customer stated that he over primes the insulin pump before connecting the infusion set onto himself. It was noted that the time on the insulin pump was incorrect. Customer will monitor and call back if problems continue. The insulin pump will not be returned for analysis.